Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No unexpected audio or beep anomaly noted during testing. Insulin pump was unable to verify for operating currents including low battery, off no power or battery our of limit alarm due to no act button response. Insulin pump received with cracked reservoir tube lip.

Event description:
It was reported that the buttons are not working on the insulin pump. The blood glucose reading was not known. The issue was not resolved after a second battery was installed. No further information was provided.